Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
During a previously scheduled service call, the fse noted a rapid gas leak error on the cs100 intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) observed that all performance testing passed except the safety disk leak test. The fse reconnected the safety disk connection then switched off the iabp unit. Subsequently, the safety disk leak test was performed again which lead to the fse replacing the safety disk. After the safety disk was replaced, the fse performed the safety disk leak test again and testing passed. The iabp unit was ran for one hour without any errors the fse suspected that the reported issue was caused by the faulty safety disk.

Event description:
It was reported that during testing performed by the customer, the cs100 intra-aortic balloon pump (iabp) generated a rapid gas leak error. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the safety disk. The iabp was cleared for clinical use and returned to the customer. The initial reporter named is a getinge employee whose contact details are: email address (B)(6); which differs from that of the event site.

Event description:
During a previously scheduled service call, the fse noted a rapid gas leak error on the cs100 intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event reported.

Event description:
It was reported that during testing performed by the customer, the cs100 intra-aortic balloon pump (iabp) generated a rapid gas leak error. There was no patient involvement and no adverse event reported.